Event description:
The affiliate reported a "positive reaction" with cyclesure. The customer reported that the load was not recalled. The field service engineer (fse) was dispatched to check the machine performance after the positive reaction report. The customer did not provide information regarding potential patient injury related to the unrecalled items.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The service engineer (fse) went to the facility and found that unit worked to specifications.